Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: catalog number: sg-64, serial number: unkown, use by date: unkown and upn#: unkown. If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors were used in the endovascular treatment of a patient for prevention of neck dilatation of a non-mdt stent graft. It was reported that during the index procedure branch vessel occlusion occurred with temporary loss of pulse in the left lower extremity. The patient was hospitalized for left femoral artery stent placement and the event resolved on the same date with discharge two days post implant. The event was noted to be related to the index procedure. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.